Event description:
The balloon catheter was used without any complications. After removal of the balloon catheter, the second marker on shaft was found to be paritally separated. The procedure was completed with another balloon catheter. Reportedly, there was no pt injury.